Manufacturer narrative:
This report is filed on january 25, 2019. (B)(4).

Manufacturer narrative:
This report is submitted on january 08, 2019.

Event description:
It was reported that the patient experienced an infection and extrusion of the receiver-stimulator, subsequently the device was explanted on (B)(6) 2018.